Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was focused during the service call. The image intensifier needs to be replaced. The customer canceled the service call.